Manufacturer narrative:
(B)(4). Concomitant medical products: 00235905035, 3.5mm universal locking screws, unknown, 00235904035, 3.5mm universal locking screws, unknown, 00235904035, 3.5mm universal locking screws, unknown, 00235904035, 3.5mm universal locking screws, unknown, 00235903635, 3.5mm universal locking screws, unknown, 00235902635, 3.5mm universal locking screws, unknown, 00235902635, 3.5mm universal locking screws, unknown, 00235902635, 3.5mm universal locking screws, unknown, 00235904235, 3.5mm universal locking screws, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07931.

Event description:
It was reported that during the routine removal of the plate one of the screws became stuck and fractured. Therefore, the screw had to be drilled out. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products noted remains of an unknown drilled out screw in one of the holes. Plate exhibits heavy gouges and purple color stain around the screw hole. The returned products were sent to sem for additional testing.the source of these foreign elements identified on the product is unknown. The material analysis confirmed the products are conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.